Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 13-feb-2020 and inspection of the unit was performed on 14-feb-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, primary operation channel resistance, distal tip annual maintenance, passed dry leak test, distal cap/ case cracked, passed wet leak test, fluid invasion not observed in control body, fluid invasion not observed in pve connector, prism lens chipped, hole in # 2 remote control button cover, umbilical cable single buckled under pve root brace, operation channel- primary mild scratch inside. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, remote control button, o-ring(0.5x1.3), fwd body trim cover attaching nut. The video duodenoscope is pending repair and final qc approval as of 03-mar-2020.